Event description:
It was reported that when in use, it seems the power output is lower than normal. There were no patient complications.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). During testing, error 48 (power meter sanity low med 1w software) was displayed. The fse followed procedure for error 48 and calibrated the power meter after cleaning the optics. He performed a system calibration, and verified the safety circuits are working as intended. The fse checked the alignment and verified the accessories are working as intended. The laser was then calibrated and passed full functional and electrical safety testing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when in use, it seems the power output is lower than normal. There were no patient complications.